Event description:
Patient with history of hypertension and congestive heart failure was admitted for a diagnostic catheterization with percutaneous transluminal coronary angiogram. The left main wire fractured, from the nc emerge® ptca dilatation catheter, broke in half during the procedure. The device was removed without difficulty and no known harm to patient.